Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Additional information was received over five years after the initial observations were reported that elevated threshold measurements and intermittent capture in unipolar mode were still being observed on the right ventricular (rv) channel. Additionally, noise was noted on the rv and the atrial channels shortly after implant which was never resolved. The device had previously been programmed to high outputs on the rv channel due to chronic high threshold measurements. The device sensitivity had also previously been re-programmed to address the rv and atrial noise. The caller is inquiring about device longevity as it stated four months remaining and then two months later, it displayed less than three months remaining and is still displaying less than three months remaining. A boston scientific technical services consultant discussed how the device calculates battery status. The consultant offered to perform a data review to determine device longevity. The caller stated that the patient lives far away from the clinic and they will discuss the issues with the patient. Multiple efforts to obtain additional product issue details were unsuccessful. The associated device was explanted and replaced. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced loss of capture while pacing in a unipolar configuration and increased thresholds. The physician will monitor the patient for now and will consider a revision in the near future. To date, there have been no additional adverse patient effects reported.